Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia following exercise, with sensor glucose approximately 305 mg/dl and confirmatory fingerstick 297 mg/dl, and subsequent troubleshooting identified an infusion set issue including the needle hub protruding and bent tubing; the user performed infusion set and tubing changes with guidance, after which glucose returned to target range. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included customer service troubleshooting, review of device use, and guided replacement of infusion set and tubing. Investigation of this case revealed probable infusion set/tubing disruption affecting insulin delivery, which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient infusion set/tubing issue contributing to hyperglycemia.